Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/18/2017 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Camera continued recycling. Re-plugged camera cord and normal function was restored. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that while in a site's navigation system camera was cycling within the cranial 2.2.7 application. The system was able to track instruments. In trouble-shooting, checked admin application was checked, the positioning sensor unit (psu) and polaris spectra system control unit (scu) were running ndi rev.12 firmware. Psu/scu logs did not show any errors, and camera leds also did not indicate an error. There was no patient present when this issue was identified.